Event description:
It was reported that (1) atw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the representative that during laparoscopically assisted vaginal hysterectomy, atw45 endo cutter was used "once or twice" but then jammed and would no longer operate. Another atw45 was opened and the case concluded without incident. There was extended or time by five minutes.